Manufacturer narrative:
A bec field service engineer (fse) was dispatched and discovered that the check valve (cv) 40 was clogged. The fse replaced the cv 40 and cv 47, which resolved the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter lh 750 hematology analyzer's needle bellow was not draining and waste from the needle bellow was overflowing. The volume of the fluid was a half of a cup and was contained within the instrument. The customer was wearing proper personal equipment (ppe), including a lab coat, face shield, and gloves. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated.